Manufacturer narrative:
The complaint of premature discharge of battery was not confirmed. Final analysis found the device was at elective replacement. Electrical testing was performed and found no anomalies. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Event description:
It was reported that the pacemaker exhibited possible premature battery depletion. The device was explanted and replaced. It was noted that the placement of the chronic pacemaker caused discomfort to the patient so the pocket for the replacement device was revised. There were no patient consequences.